Event description:
A report was received that the patients ipg was unable to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician suspected device malfunction.

Event description:
A report was received that the patients ipg was unable to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was unable to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had a lead revision wherein electrocautery was used prior to the ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(6)). Sc-1200 (sn (B)(4) ) device evaluation indicated that the device would not be charged nor linked due to damaged u2_asic. It was confirmed that high thermal (35.3°c) would be released by the component. As a result, the device sleep current was extremely excessive (48.69 ma). The patient data was captured using an external power source. The patient's data shows no sign of device malfunction until the device damage. Exposure of the ipg to high voltage transients during the lead revision resulted in the u2 asic damage.

Event description:
A report was received that the patients ipg was unable to charge. The patient will undergo an ipg replacement procedure.